Event description:
In 2005, the inratio meter read 1.8 inr. The doctor increased the pt's dose. Two days later, the pt was admitted to the hospital. The inr was 8.0 at the hospital lab. Three days later, the pt was still in the hospital, paralyzed from the waist below and showed bleeding from the spine.